Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).

Event description:
It was reported by the patient that they were not feeling better after receiving a pacemaker. The patient reported they felt as though the device was not responding when they did physical activities. The device remains in use. No patient complications have been reported as a result of this event.